Manufacturer narrative:
Return of the product was requested but still pending. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The customer reported that the venous pressure reading failed. Further it was noted that the delta pressure increased (reported under complaint#(B)(4). The hls set was exchanged during treatment. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the venous pressure failed. Further it was noted that the delta pressure increased (will be handled in complaint #(B)(4)). The hls set was exchanged during treatment. No harm to any person was reported. The affected product was not available for technical investigation of the manufacturer as it was discarded by the customer. Thus it was not possible to determine the exact root cause of the reported event. However this failure could be linked to the risk management file hls set advanced and the following most probable cause could be associated with the reported failure: -wrong pressure measurement due to malfunction of the pressure sensor. The production records of the affected hls module (batch #3000160656 ) were reviewed on 2022-05-04. Following steps are performed according to the bop with a 100 % inspection: - gluing of sensors; - gluing of cover for temperature and pressure sensor; - functionality test hls module (sensors and pump). According to the final test results, the oxygenator with the serial# (B)(6) passed the tests as per specifications. Production related influences are unlikely to have contributed to the reported failure. Based on the above mentioned investigation results and the provided picture the reported failure "no venous pressure reading" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).